Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to poor environment or source water. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics which were discontinued 16 days after event onset. The patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.